Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the mains inlet was determined to be defective. No parts was returned for investigation, the hospital did not request to have the mains inlet replaced. The event was likely caused by a blown fuse in the mains inlet fuse holder. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. Any maintenance or service must be noted in a log book. Preventive maintenance must be performed as follows: maintenance at 5 000 hours of operation or at least once a year (whichever comes first) when replacing filters. During this maintenance the mains inlet and fuses must be checked, and replaced if necessary. Extended maintenance at 10 000 hours of operation when replacing filters, compressor tubing, shock. Absorbers and overhauling the compressor. The last preventive maintenance was done on 06/15/2020 and this was a 10 000 hour maintenace. The fuse was checked but not replaced. Since no part was returned for investigation, the root cause cannot be determined.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer ref. #: (B)(4).